Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to bsc that in 2007 that during a sphincterotomy, the autotome cutting wire broke. The patient gender and age is unknown. It was also reported that the procedure was successfully completed using a second device and that there was no reported adverse effects to the patient.